Event description:
It was reported that patient calling for instruction on how to use programmer to turn therapy on /off. It was found that programmer showed therapy was off. Patient states he does not know why therapy is showing off, except that he may have turned it off today while playing around with the buttons on the programmer. Patient was able to turn therapy back on. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.